Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, stent damage was noticed. While unpacking the deivce, it was noted that the proximal side of the stent was flared. The device had not entered the body and was exchanged for another of the same to complete the procedure. There were no pt complications.